Event description:
On (B)(6) 2009, this patient was implanted with a gore excluder aaa endoprosthesis iliac extender component to treat an infrarenal aortic stenosis with claudication. In (B)(6) 2010, angiography showed severe distal aortic stenosis, right external iliac artery stenosis,and bilateral small internal iliac artery stenosis. It was reported the occlusion was distal to the gore device. The cause of the occlusion was believed to be atherosclerosis. On (B)(6) 2010, the device was explanted due to aortoiliac occlusive disease and the stenosis was treated with an aorta bilateral femoral bypass. The patient tolerated the explanted procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. Furthermore, the IFU states patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.